Event description:
I was assisting with removing patches from the patient's back. I was on the right side of the table. I rolled the patient on his side and while I was rolling him, his knee and the mattress leaned on the mushroom releasing the table. The patient slid off the table with the mattress on his side toward me. I held the patient on his side while sliding so that he did not harm any part of his body and supported his head till we stopped moving. I stayed with the patient supporting him until the staff came to assist me in lying him flat on the floor. We transferred him onto a sheet, then 5 staff members helped lift him onto the stretcher. The patient was assessed by the nurses and dr., no injuries were found, and the patient stated that he had no complaints of pain or distress. The staff hooked up vitals and monitored the patient until he was transferred to post unit. Phillips allura clarity family model # 722026.